Event description:
According to the reporter, prior to use, during a procedure a patient suffered an avoidable vascular injury. It was a result of a design fault with the device which leaves metal ¿pins¿ jutting out from the back of the jaws of soni7 when they are in the open position. Whilst using the device around 5 min into the operation during the angle of dissection, the design feature resulted in the exposed pins on the jaws slicing open and shearing a large vein on the lesser curve of the stomach that resulted in 50-100ml blood loss which the surgeon was able to control using clips to achieve hemostasis. The patient's hb (hemoglobin) dropped from 105 pre-op to 98 post-op. With the vascular injury the surgeon felt that medtronic now need to re-examine the design of the jaws of soni7. The surgeon reverted back to a non-medtronic energy device.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo(s) noted: the patient's tissue and the box and label. It was reported that the device was caught on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during a procedure, a patient suffered an avoidable vascular injury. The device had metal ¿pins¿ jutting out from the back of the jaws when they are in the open position. Whilst using the device around 5 min into the operation during the angle of dissection, the exposed pins on the jaws sliced open and sheared a large vein on the lesser curve of the stomach that resulted in 50-100ml blood loss. The surgeon was able to control the blood loss using clips to achieve hemostasis. The patient's heart rate dropped from 105 pre-op to 98 post-op. With the vascular injury, the surgeon felt that medtronic now need to re-examine the design of the jaws of soni7. The surgeon reverted back to a non-medtronic energy device.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the patient's tissue and the box and label. The jaw was shown open with the pins protruding from the jaw area. It was reported that the device caught on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.